Manufacturer narrative:
The hvad is used for treatment not diagnosis. Six (6) batteries were returned for evaluation ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of five of the returned devices, revealed that said devices met specifications; the units passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Battery ((B)(4)) failed to meet specifications; the device passed visual examination but failed functional testing due to a high max error reading, indicative of a unit that is out of calibration. This incident is not related to the reported event. Review of the log files revealed power switching events. The power switching events were caused by momentary disconnections with relative state of charge (rsoc) values greater than 202 involving the following batteries: (B)(4) (the latter battery was not returned for evaluation because it was not part of the complaint). The reported event (power switching) could not be confirmed for batteries (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Battery - (B)(4)/1650de - device manufacture date: 10/21/2015 / expiration date: 10/31/2016, (B)(4); battery - (B)(4)/1650de - device manufacture date: 10/21/2015 / expiration date: 10/31/2016. (B)(4); battery - (B)(4)/1650de - device manufacture date: 10/22/2015 / expiration date: 10/31/2016, (B)(4); battery - (B)(4)/1650de - device manufacture date: 10/22/2015 / expiration date: 10/31/2016, (B)(4); battery - (B)(4)/1650de - device manufacture date: 11/23/2015 / expiration date: 11/30/2016, (B)(4). (B)(4).

Manufacturer narrative:
It is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that a patient experienced battery switching with multiple batteries. The batteries were exchanged from site stock; there was no reported consequences or impact to the patient. No additional information was provided.